Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ chronic"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), migraine ("other injuries/symptoms: migraine") and headache ("other injuries/symptoms: headaches"). The patient was treated with surgery (hysterectomy- full). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, abdominal pain, menorrhagia, migraine and headache outcome was unknown. The reporter considered abdominal pain, device dislocation, headache, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: discrepancy: previous date of insertion was (B)(6) 2008. In current ppf date of insertion (B)(6) 2008. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs was received. Previously added injury nos was replaced with pelvic pain and new events abdominal pain, menorrhagia, device migration, migraine, headaches, device monitoring procedure not performed were added. Date of insertion updated. Date of removal was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.